Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, a recoverable error 23138 occurred. The intuitive surgical inc. (Isi) technical support engineer (tse) verified in the system logs that error 23138 occurred against the universal surgical manipulator (usm) 2 axis 5. The customer attempted to recover the fault several times, but the error persisted. The tse walked the customer through a hard power cycle and an emergency power off (epo) to clear the error. The system powered back on without faulting. However, the customer placed a second call to the tse within the hour to report that the error returned and they had disabled usm 2. Shortly after, they encountered a different issue with usm 4 so they swapped the patient side cart (psc) to continue with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system did not present any faults when initially powered on. The faults did not occur until usm 2 stopped working.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the faults in the logs. Fse replaced the universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system where it passed in normal mode. The usm also passed testing on the functional test platform. The instrument sterile adapter (isa) printed circuit board will be replaced.

Event description:
Refer to h11 for follow-up information.